Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a proglide device related to an interventional transcatheter aortic valve replacement procedure with an 8f sheath. Reportedly, during device removal the proglide device got stuck under the skin. The distal end of the guide was deformed and very sharp. The suture was removed. It was then attempted to remove the device by gently twisting and turning then advancing and retracing the device, however the device was still stuck. A cutdown was performed about an inch length to be able to remove the proglide device. It was noted that the device was separated at the guide, and the guide was stuck in the soft tissue. The handle was then retrieved. A snare was used to retrieve the guide. The vein and the access site were repaired with manual suturing at the end of the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported guide separation was confirmed. The reported irregular appearance was likely due to the guide separation. A needle to cuff miss was noted. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. In this case, challenging anatomy, excessive downward force, or aggressive downward or torsional pressure by user contributed to the guide separation and irregular appearance resulting in the entrapment of the device. The guide separation likely contributed to failure to maintain stability of the device and functionality resulting in the noted needle to cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a proglide device related to an interventional transcatheter aortic valve replacement procedure with an 8f sheath. Reportedly, during device removal the proglide device got stuck under the skin. The distal end of the guide was deformed and very sharp. The suture was removed. It was then attempted to remove the device by gently twisting and turning then advancing and retracing the device, however the device was still stuck. A cutdown was performed about an inch length to be able to remove the proglide device. It was noted that the device was separated at the guide, and the guide was stuck in the soft tissue. The handle was then retrieved. A snare was used to retrieve the guide. The vein and the access site were repaired with manual suturing at the end of the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initial filed MDR report, additional information was received: no damage to the vessel was noted. Repair refers to the achievement of hemostasis via manual suturing of the vessel. Hemostasis was achieved by manually suturing the vessel once the device was removed. No additional information was provided.